Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 occurred during the load process. Also, it was noted that multiple cartridge detection notifications occurred during the load process. The contact does not know if the customer's blood glucose level was affected. The contact loaded the cartridge successfully.